Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line associated blood stream infection (clabsi) which was reported to be due to a one-link neutral luer activated device (no further detail was provided). The patient was admitted to an emergency unit with a previously placed left internal jugular (ij) tunneled line. Eight days later, the patient developed a temperature of 38.0 centigrade and blood cultures were drawn peripherally and grew candida glabrata. Two days later, slight redness at the central line site was noted and the line was removed. On an unspecified date, the patient was treated with unspecified (reported as ¿appropriated¿) antibiotics for clabsi (doses, frequencies, and routes were not reported). No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The cause of the event was determined to be human error as the packaging instructions were not followed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.